Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No unexpected numbers ramping or scrolling during testing noted. No moisture damage noted on the electronic stack, motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that there was a keypad anomaly. The keypad was not responsive when she pressed on them, and when keypad did respond, it would not stop. Customer's blood glucose was 61 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.